Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the image storage error. Review of the system log file showed frontal ip-pc malfunction due to the hard disc drive failure. The fse replaced 2 hdds of ip-pc. After replacing the hdds, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was identified by philips remote servicing that the allura xper fd10 system indicated a image storage error. No harm has been reported. Upon evaluation, the ippc hard drive required replacement and the system software required installation. Philips has started an investigation of the complaint.